Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breached degradation breaching the outer insulation and exposing the outer coil located at 4.5 cm from the connector pin adjacent to the connector boot. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.